Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), cystitis ("bladder infection"), alopecia ("hair loss"), gastrointestinal disorder ("gi (gastrointestinal) conditions") and vulvovaginal mycotic infection ("yeast infections") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and neoplasm ("tumor"). The patient was treated with surgery (surgery to remove the essure (B)(6) 2016 (other)). Essure (ess205) was removed on(B)(6) 2016. At the time of the report, the menorrhagia, allergy to metals, psychological trauma, cystitis, alopecia, hormone level abnormal, weight increased, gastrointestinal disorder, neoplasm and vulvovaginal mycotic infection outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, gastrointestinal disorder, hormone level abnormal, menorrhagia, neoplasm, psychological trauma, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿. Menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, bladder infection, hair loss, hormonal changes, weight gain, gi (gastrointestinal) conditions, tumor, yeast infections¿. Reporter, demographics; essure indication (amended), essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.